Event description:
Adolescent patient with tracheostomy tube and mechanical ventilation. Velcro part of the trach holder/strap was found to be completely detached/broken off from the soft part of the strap that encircles the neck. There was no actual patient harm -- trach tube did not become dislodged because the vent holder (which is also secured with velcro) was attached. Trach holder/strap was replaced upon discovery of breakage.